Event description:
It was reported that the non-dependent patient presented for in-clinic follow-up with what was described as premature ventricular contractions or extra heat beats. Upon interrogation, it was discovered that the implantable-cardioverter defibrillator was in backup operation. An attempt to troubleshoot the device was unsuccessful. The patient was scheduled for explant and the device was replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset (por). After the device was restored from backup mode, a functional test was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Backup operation could not be reproduced. The cause of the reported event could not be determined.